Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via x-ray. The lead was capped and replaced on (B)(6) 2016. Patient condition before, during, and after the event was good.